Event description:
The 59 year old female patient involved was reported for monitoring due to potential early prosthesis wear approximately 5 and 2 years after the respective index surgeries. There appears to be some prosthesis wear on the left side in the provided radiographs but the devices were not available for evaluation as they remain implanted. Concomitant device: cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00).

Manufacturer narrative:
The 59 year old female patient was reported for monitoring due to potential early prosthesis wear approximately 5 and 2 years after the respective index surgeries. There appears to be some prosthesis wear on the left side in the provided radiographs but the devices were not available for evaluation as they remain implanted. Based on the available information, the patient meets the following risk criteria for early prosthesis wear significant edge loading of the femoral head on the acetabular liner due to implant positioning and combination of largest available femoral head and/or thinnest available acetabular liner was used. While prosthesis wear could not be confirmed, the most likely cause for the monitoring reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints).